Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient reported unknown side rupture. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: a.2, a.4., d.1., d.4, d.6a., g.1., h.4., h.6. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported unknown side rupture. Device has been explanted.